Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: device was received for analysis by our quality engineer. Sample was returned with original packaging including outer carton, inner pouch, IFU insert, and labeling on carton and pouch. Labels identified sample as item 8229307 nim® emg endotracheal tube, 7mm. The print on the tube also identified it as a 7mm. The lot number from the label is listed as 0207790455. From visual evaluation, no obvious damage was observed on the device with unaided eye. The cuff had a small amount of contamination on it; however, the wire harness was still wrapped in the packaging tape. A leak test was performed using a 20 ml syringe to inflate the cuff under water. Upon inflation, a slow and steady stream of bubbles was seen exiting from the midpoint area of the cuff. The cuff was fully deflated, and an electrode wire could be seen lying under the cuff outside of the lumen in line with the puncture hole. The analysis information most likely points to mishandling by the customer; however, manufacturing cannot be ruled out. Method: fluid pressure testing. Results: stress problem. Conclusion: manufacturing deficiency.

Event description:
It was reported that during a thyroidectomy the doctor used and emg tube. After removing the package, doctor found two guide wires dropped off from the front tube wall. The product wasn't used in a patient; doctor replaced a new one to complete the surgery. There was no impact on the patient.